Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Service evaluation: the customer reported the handle on the device was broken. The repair technician reported the handle on the device was bent and the roll pin was damaged. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: t handle (1) and roll pin (1). The item was repaired per the inspection sheet, passed synthes final inspection on 17-oct-2019 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 393.100; lot: l277827; manufacturing site: hägendorf; release to warehouse date: 23. Mar. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the universal chuck with t-handle was broken. There was no patient involvement. This complaint involves one (1) universal chuck with t-handle. This is 1 of 1 for report (B)(4).